Event description:
Resident was being transferred from cardiac chair to bed by using vanderlift by two nurse aides and they reported she fell from the lift. After investigation lift appeared to be functioning properly. Incident appears to be due to user error.